Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the surgeon decided to wean the patient from lvad support and the pump was explanted on (B)(6) 2017. The patient is reportedly doing well post explant. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The event occurred in (B)(6). The event occurred in (B)(6) . The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, a pump stoppage event was observed in the system controller event history during an outpatient clinic visit on (B)(6) 2017. It was reported that a pump exchange would take place at a later, unspecified date.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal portion of the driveline was also returned. The driveline segments were tested for electrical continuity in the condition that they were received and the test did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the severed portion of the driveline revealed breaches to the insulation of the yellow, black, red, and orange wires approximately 3 inches from its cut end which would have been internal to the patient. The observed wire damage appeared to be the result of repetitive movement of the wires at this location. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow, black, red, or orange wires made direct contact with each other or simultaneous contact with the braided shield while the system was on either power module or battery support, the resulting phase-to-phase short would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the system controller log files. If the exposed conductors of any of these wires contacted the braided shield while the system was operating on the power module, the resulting short to ground also would have also resulted in pump stoppages. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was noted that the date received by manufacturer was inadvertently omitted from follow-up medwatch report #1. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.